Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: bi-lateral total knee replacement. Cathplace: intra-articular and subcutaneous. Date of surgery: (B)(6) 2012. Physician reported that a catheter tip broke off in the patient during catheter removal. The catheter segment was reported to be 1-3cm in length. The catheter was not nicked; it was stretched. The physician stated that the catheter was either stuck in the joint, or it was accidentally sutured in. The catheter was an on-q silversoaker. The catheter segment was not removed. Patient is doing fine. Having no issues, no pain and no complaints.

Manufacturer narrative:
Method: sample not available. As no lot number was reported, the device history record and lot history cannot be reviewed. Conclusions: no conclusion about this sample can be drawn. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed. The defect type, catheter break, is being further investigated. (B)(4).